Event description:
It was initially reported the patient was in the ER with symptoms of chest pain. The patient's stimulation device was implanted in the left side of chest with the wires going down the top of the left arm to the left forearm. There was redness going down the left arm. Reprogramming of the device had been attempted in 2008, but was not successful. Follow up information indicated the ins, lead and extension were explanted. Explant of the lead was incomplete. The patient experienced new pain, no stimulation, and scar contracture of the elbow. There was little or no objective evidence that there was any problem with the implant. The patient did not want to continue to use after he could no longer feel the stimulation. The original pain had not recurred. The physician reported the patient outcome as no injury.